Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 473 mg/dl. Customer stated that, her contour next link is saying unable to connect. Customer stated that, she changed out her battery in her pump a couple of days ago and tried to call several times but the hold time was too long and wanted to get assistance because the pump was not doing right. Customer declined troubleshooting and assisted with pairing her meter and pump. The insulin pump will not be returned for analysis.